Event description:
It was reported to philips that the system was unable to power on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) analyzed the system onsite and confirmed that system won't power on. Upon troubleshooting, fse visited onsite, checked the system and found fuse blown in main pdu (power distribution unit). To resolve the issue, fse replaced fuse on the pdu. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.